Manufacturer narrative:
The reporter¿s product was requested for return, but the reporter declined to send it. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with a coaguchek xs meter (serial number unknown). The specific date of the event is not known. A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 25 % quick. On the same day at an unknown time, a sample from the patient was tested using the meter, resulting with a value of 40 % quick.